Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Based on the returned device analysis as a suture retrieval issue was observed. Additionally, one posterior cuff tab was separated. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be user related during sterile device testing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
An unused, sterile device was returned. There was no patient involvement. Abbott vascular's device analysis found the posterior cuff was disengaged from the posterior needle tip. There was one posterior cuff tab separated and two posterior cuff tabs flat. The rim of the posterior cuff was bent. The barb of the posterior needle tip was scratched. The observations indicate a suture retrieval issue occurred.